Manufacturer narrative:
The hill-rom technician thoroughly tested the nurse call functions and no issues were found . The bed functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2010 and 2012-2013. It is unk if the facility performed any other preventative maintenance on this bed. There were no issues found. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the bed had a note on it that the nurse call would not work. The bed was located in 4 north. There was no pt/user injury reported. (B)(4).